Event description:
Customer reported that the insulin pump was accidentally put into the tub. Customer stated the display went blank immediately after the exposure to moisture. Blood glucose value is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.